Event description:
The customer reported the ventilator would not power on. The device was not in use therefore there was no patient involvement. Review of the device diagnostic log noted a power fail occurrence during operation. During evaluation and testing, the manufacturers field service engineer reported the power supply voltage readings were out of specification. The service engineer replaced the power supply to address the reported problem and findings. Final testing was completed to operating specifications.